Event description:
In 2006--patient underwent laparoscopic incisional (ventral) hernia repair with a 4 x 6 oval composix mesh. Patient did well in the postoperative period until 3 weeks post implant. She began to complain of pain, and was febrile. At approx 3 weeks later, patient underwent emergency exploratory laparotomy with explant of infected mesh. Visible pus was seen, and an abscess was noted. Patient underwent antibiotic therapy and a blake drain was placed at the end of the operative procedure. Patient complained of 62 days of pain.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While infection is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time.